Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. Issue resolved at time of the call. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative, radiographic technologist (rt), reported an imaging system that had no power to the mobile view station (mvs) monitor. When both the image acquisition system (ias) and mvs are booted-up, the pendant showed 2d mode and was booted normally. The mvs had both system on light and line power light on, however, the mvs monitor was black. In trouble-shooting, the rt re-booted the imaging system couple times. The rt then discovered a cord on the back of the monitor that was disconnected and once reconnecting it came back on. This effort was done in preparation for a procedure. There was no patient present when this issue was identified.